Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please confirm when did the issue occurred? Pre-op or intra-op? What do you mean by "another is open"? Please explain. What is the event day and procedure date? What is the product code? What is the lot number? Could you please confirm device's availability?

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and suture was used. The needle broke, it is not known when the needle broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 08/04/2021. Lot: ak4055 - product code 13502t. Finished goods records were reviewed. Review indicates that all records were within specifications. No rejections finished goods operations. All activities and quality inspections were found according to specifications. No anomalies during the processing of the batch related to the event that could cause product failure was identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code 13502t. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: the surgeon was afraid of the patient swallowing the piece of the needle that was missing the thread, in case we were not paying attention, because it was the first or second stitch given. It is very embarrassing both for us professionals and for the patient. In the other case, the needle opened almost completely, becoming straight at the first stitch. Here are the pictures: you can see that the thread is the same size of an unused thread." Product code of both sutures: 13502t. Lot number informed for both sutures: ak4055. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: there were 2 devices involved in this one patient procedure. 1 needle broke and 1 needle bent. Is this correct? Did the patient actually swallow the broken needle piece? If yes, was the needle piece removed and when was it removed? Were there any adverse patient consequences? (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/3/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Finished goods records were reviewed. Lot: ak4055. Review indicates that all records were within specifications. No rejections finished goods operations. All activities and quality inspections were found according to specifications. No anomalies during the processing of the batch related to the event that could cause product failure was identified. Additional h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of seven pictures received determined that a needle-suture with a breakage needle at the swaged part held by a needle holder, a box, an unopened sample of product code 13502t, and a needle-suture in an empty folder and an empty overwrap could be observed in pictures. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.